Event description:
Injector syringe cracked when ventriculogram initiated at 600 psi.plastic syringe cracks under pressure. Same incident occurred a previous date. Both syringes have cracked in same identical place. The point of fracture is the transition point from the barrel to the 45 degree bevel. The crack occurs at that point and then cracks up the barrel of the syringe. In both failure cases, the injector was set to 12ml per second for a total of 36ml with a pressure limit of 600 psi. In both instances, the pressure limit was reached, and the flow rate was less than 12ml per second.